Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be a false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:25:43. During night drain cycle one, the patient's ultrafiltration reading was 2736ml, indicating the home patient (hp) drained 2736ml more than their maximum programmed fill volume of 1600ml. No additional information is available.